Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraine"), fatigue ("fatigue") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed. At the time of the report, the dysmenorrhoea, hormone level abnormal, migraine, fatigue, weight decreased and nausea outcome was unknown. The reporter considered dysmenorrhoea, fatigue, hormone level abnormal, migraine, nausea and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event. New events added: dysmenorrhea (cramping), hormonal changes, migraine, fatigue, weight loss, nausea. Reporter information were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.